Event description:
It was reported "2x transducer connectors broken due to broken connector socket in shockpulse generator" . There were no reports of patient harm. This report is related to patient identifier (B)(6) (transducer),patient identifier 016522 (generator).

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.